Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on 05/31/"201" unknown particles on the instrument can cause foreign body reaction in case of accidental use of the instrument. It is unknown when this incident was detected. No information reasonably suggests patient injury. All available information has been disclosed. This complaint has now been closed.

Event description:
There is something white on the tip.